Event description:
According to the literature, a retrospective study evaluated outcomes in patients who underwent a robot-assisted sacrocolpopexy six weeks prior. The patient presented with an acute abdomen accompanied by nausea and vomiting. Imaging at that time demonstrated a closed-loop bowel obstruction. Emergent laparotomy was performed, revealing that a barbed suture had been placed through the bowel, resulting in ischemic bowel. The suture was removed, the bowel was mobilized, the ischemic terminal ileum was resected, and a side-to-side anastomosis was completed. The patient further developed an ileus, which was treated with conservative measures. The patient was discharged on post-op day 7 without further complications. Catastrophic complications of a robot-assisted laparoscopic sacrocolpopexy with a barbed suture:(B)(6). (B)(6), 2024, journal of surgical case reports, 10.1093/jscr/rjae145.

Manufacturer narrative:
Catastrophic complications of a robot-assisted laparoscopic sacrocolpopexy with a barbed suture: (B)(6), 2024, journal of surgical case reports, https://doi.org/10.1093/jscr/rjae145. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.